Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes for no flash, insufficient blood flow, and air bubbles with the incident lot were not observed. Testing of the customer samples was performed and all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for no flash, insufficient blood flow, and air bubbles with the incident lot were not observed. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that air bubbles were observed in the blood being drawn up by the bd vacutainer® push button blood collection set, despite being in the vein, and the patient had to be redrawn as a result. 1 set from lot # 9029540, and 1 set from lot # 9057710, were reported to have been involved in this event, and this complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "our laboratory staff is having serious issues with the push button blood collection sets. Patients are being re-stuck many times using the correct technique. There is no initial blood flash back to indicate in vein- even upon re-positioning of needle. Large gaps of air appear after blood flow has started despite being in vein. This involves any and all lot numbers received since start of push button collection sets- 12 months ago. There is no specific vacutainer tube- affects filling of any type."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9029540, medical device expiration date: 2021-01-31, device manufacture date: 2019-01-29. Medical device lot #: 9057710, medical device expiration date: 2021-02-28, device manufacture date: 2019-02-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air bubbles were observed in the blood being drawn up by the bd vacutainer® push button blood collection set, despite being in the vein, and the patient had to be redrawn as a result. 1 set from lot # 9029540, and 1 set from lot # 9057710, were reported to have been involved in this event, and this complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "our laboratory staff is having serious issues with the push button blood collection sets. Patients are being re-stuck many times using the correct technique. There is no initial blood flash back to indicate in vein- even upon re-positioning of needle. Large gaps of air appear after blood flow has started despite being in vein. This involves any and all lot numbers received since start of push button collection sets- 12 months ago. There is no specific vacutainer tube- affects filling of any type."